Event description:
A malfunction was reported on the customer's pump, identified with a malfunction code "malf 5." There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support arranged to send a replacement pump and instructed the customer on the backup therapy and return process for the faulty pump.